Event description:
It was reported that the patient complained about an issue with the inflatable penile prosthesis (ipp) and imaging examination showed a cylinder bulge. A replacement surgery was performed in which all components were removed and replaced. During the procedure it was found that the cylinder has a perforation. No patient complications were reported.